Event description:
A ventilator returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log stating that the battery was unable to charge. The device's main board was replaced to resolve the issue. The device's main board and internal battery were replaced to resolve the issue.